Event description:
Pt post bilateral pelvic lymph node dissection with frozen section, radical retropubic prostatectomy. Foley with continuous bladder irrigation inserted in or without difficulty. In pacu, foley was found out of pt and lying on stretcher. Balloon of foley examined by physician and found to have a leak. Pt underwent a flexible cystoscopy with insertion of another foley over a guide wire.